Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed after replaced the pockets. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets had failed repeatedly and was missing from the medication application configuration. The field service engineer (fse) reseated the row board cable connections and also reseated all cubie trays and pockets. After testing, all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.